Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039163) on (B)(6)-2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain localised ('sharp stabbing pains on my left side and right side') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (4 children). On (B)(6)-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain localised (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles with clot that was the length of a super maxi pad/horrible periods"), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), headache ("increase in headaches"), migraine ("increase in migraines"), dyspareunia ("pain during and after sex"), coital bleeding ("bleeding during and after sex"), abdominal pain ("sharp pains on both sides"), alopecia ("hair loss / my hair has thinned so much"), hypoaesthesia ("limbs going numb/hands legs feet tingling for no reason "), dizziness ("dizziness"), mood swings ("mood swings"), acne ("acne") and abdominal distension ("bloating/llod 9 months pregnant"). On an unknown date, the patient experienced menstrual disorder ("I've had horrible period"), arthralgia ("joint pain"), paraesthesia ("hands/leg/feet tingling for no reason"), hyperhidrosis ("sweating horribly like I am working in 100 degree weather"), back pain ("lower back pain that throbs on the left side") and bone pain ("stabbing pain on hip bone"). The patient was treated with surgery (tubes and coils removed). Essure was removed. At the time of the report, the abdominal pain localised, menorrhagia, dysmenorrhoea, fatigue, headache, migraine, dyspareunia, coital bleeding, abdominal pain, alopecia, hypoaesthesia, dizziness, mood swings, acne, abdominal distension, menstrual disorder, arthralgia, paraesthesia, hyperhidrosis and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain localised, acne, alopecia, arthralgia, back pain, bone pain, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, paraesthesia and abdominal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039163) on 15-jan-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain localised ('sharp stabbing pains on my left side and right side') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous (4 children). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain localised (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles with clot that was the length of a super maxi pad/horrible periods"), dysmenorrhoea ("painful menstrual cycles"), fatigue ("fatigue"), headache ("increase in headaches"), migraine ("increase in migraines"), dyspareunia ("pain during and after sex"), coital bleeding ("bleeding during and after sex"), abdominal pain ("sharp pains on both sides"), alopecia ("hair loss / my hair has thinned so much"), hypoaesthesia ("limbs going numb/hands legs feet tingling for no reason "), dizziness ("dizziness"), mood swings ("mood swings"), acne ("acne") and abdominal distension ("bloating/llod 9 months pregnant"). On an unknown date, the patient experienced menstrual disorder ("I've had horrible period"), arthralgia ("joint pain"), paraesthesia ("hands/leg/feet tingling for no reason"), hyperhidrosis ("sweating horribly like I am working in 100 degree weather"), back pain ("lower back pain that throbs on the left side") and bone pain ("stabbing pain on hip bone"). The patient was treated with surgery (tubes and coils removed). Essure was removed. At the time of the report, the abdominal pain localised, menorrhagia, dysmenorrhoea, fatigue, headache, migraine, dyspareunia, coital bleeding, abdominal pain, alopecia, hypoaesthesia, dizziness, mood swings, acne, abdominal distension, menstrual disorder, arthralgia, paraesthesia, hyperhidrosis and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain localised, acne, alopecia, arthralgia, back pain, bone pain, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood swings, paraesthesia and abdominal pain to be related to essure. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case became serious incident as removal was done for event abdominal pain. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.